Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. There was no needle strike mark on the foot. There was no abnormal observation found on the device that could have contributed to the reported event. Based on the condition of the device and due to the missing parts, the cause for the reported event could not be determined. During the investigation, a proxy plunger was reinserted to test the needle trajectory because the original plunger was not returned and the result was acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.